Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result with both anti-d clones of erytype s abd+rev.a1, b when used on tango optimo. The customer did not return the supposedly defective product, but the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result with both anti-d clones of erytype s abd+rev.a1, b when used on tango optimo. The customer did not return the supposedly defective product, but two patient samples that had caused false negative test results. Our quality control laboratory tested the patient samples with their retained sample of erytype s abd+rev.a1, b and could confirm the customer´s result: both patient samples yielded negative reactions with both anti-d reagents on erytype s abd+rev.a1, b. The samples were sent for molecular rh(d) typing to an external laboratory. The results for both patient samples are: ccd.ee weak d type 1. The instruction for use contains an appropriate reference: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The qc lab's retained product sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers and found to be running within specifications.